Manufacturer narrative:
A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the tip of the extraction screwdriver it was over torqued and broke. This occured during an anterior cervical vectra plate removal. A second screwdriver was available, and the tip was also over torqued and broke. No fragments reported for both screwdrivers. The procedure was successful. There was no patient harm and no more than a 1 minute delay was reported. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15october2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. Two extraction screwdrivers (part# 352.311, lot#s 541391k04, 6965410) were both returned with the distal tip of the inner shaft broken off. The broken pieces were not returned. The extraction screwdrivers are part of the spine screw removal system and are used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. As noted in the complaint description, the drivers were over torqued and broke during a vectra plate removal. A large amount of torque may have been required to remove the screws due to bone and tissue growth capturing the screws. Off axis use could have also caused the fracture seen. Details of the technique used or condition of the implants were not provided and so the exact root cause is undetermined. It is unknown when the returned instruments were manufactured; however the material of the inner shaft has changed from 440a/ 440b to custom 465 to improve its strength and ductility. Later a new shaft was also made in which the knob was improved. Replication of the complaint condition is not applicable. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip was broken. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.